Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer inspected the analyzer and found the pinch valve tubes to be worn with the sipper nozzle dripping. He then replaced the pinch valves. The investigation also noted that the sample and reagent probes were not being cleaned daily. Product labeling states "daily maintenance complete the actions below every day. Cleaning the sample and reagent probe." The investigation determined that the event was caused by the worn pinch valve tubes. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable troponin t result from one patient sample tested on the cobas e411 disk. The initial result was not reported outside of the laboratory. The initial result was 96.30 pg/ml. This result was deemed incorrect. The repeat result was 15 pg/ml.